Manufacturer narrative:
The pump exchange referenced in this section is reported under medwatch MFR. Report # 2916596-2014-02230. The referenced embolic stroke is reported under medwatch MFR. Report #2916596-2015-02433. (B)(4). Approximate age of device ¿ 1 day to onset of infection complications. It was reported that the onset of lvad infection was (B)(6) 2014 while the patient still had the original lvad implanted; however, the infection significantly progressed to the chronic infection of the sternal wound/mediastinum/abdominal area with exposed lvad post-pump exchange of (B)(6) 2014. The approximate age of device from implant to patient expiration - 1 year. The pump was not explanted/not returned for evaluation. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was originally implanted with a left ventricular assist device (lvad) on (B)(6) 2014 and received a pump exchange on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2015 after a history of chronic infections with the cause of death listed as septic shock. In (B)(6) 2014, the patient had a complicated pre-lvad implant course including cardiogenic shock with an ejection fraction of 20% requiring extracorporeal membrane oxygenation (ECMO) and initial placement of another manufacturer¿s temporary ventricular assist device. An lvad was ultimately implanted on (B)(6) 2014. Post-implant, starting in (B)(6) 2014, the patient experienced a chronic sternal/mediastinal wound infection that was treated with multiple antibiotics. It was reported that in (B)(6) 2014, the patient experienced cardiogenic shock with pump thrombosis and received a pump exchange on (B)(6) 2014. Post-pump exchange, the sternal/mediastinal wound infections continued. The patient experienced fluid collections in the anterior chest wall that over time cultured positive for (B)(6), vancomycin intermediate staphylococcus aureus and staphylococcus epidermidis. During the following year, the patient continued to receive multiple antibiotics including daptomycin, bactrim, ceftaroline, televancin and ertapenem and required multiple mediastinal/sternal wound surgical procedures that included chest wash-outs, debridements, and a muscle flap that eventually became necrotic. The necrotic flap was debrided and the involved area progressed to the pump pocket/abdominal area, ultimately leaving the lvad exposed. At an unspecified time, the patient was discharged from the hospital. On approximately (B)(6) 2015, the patient was readmitted for positive blood cultures, positive sternal wound cultures and a urinary tract infection. The patient was treated with antibiotics and was discharged on an unspecified date. On (B)(6) 2015, the patient experienced nausea, vomiting, diarrhea, and abdominal tenderness. The following day the patient was readmitted with altered mental status, hypoglycemia, hypotension, acidosis, hyperkalemia and renal failure and was diagnosed with septic shock. The patient was treated with fluids, vasoactive medications, antibiotics and other unspecified life-sustaining measures. The patient¿s clinical condition did not improve and the patient expired on (B)(6) 2015 due to septic shock. Throughout the entire time period subsequent to the pump exchange, there were no reports of any lvad related issues.